Event description:
It was reported that in the pt's room when inserting the swg into the ars, the swg became stuck. Approx 2cm of the swg protruded from the distal tip of the ars. As a result both were removed, and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the info provided. The returned device was received and the event was determined to be reportable. A final report will be filed upon the completion of our investigation.